Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, function testing and dimensional analysis could not be performed. Review of the imagery provided, the 3mensio report revealed tortuosity in the access vessel and in the aorta. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. The complaints were unable to be confirmed therefore, a complaint history review is not required. The instructions for use (IFU), device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The operator is instructed to use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Additionally, push for can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, the operator is instructed to slightly pull back the sheath while advancing the delivery system 1-2cm. Delivery system removal: completely unflex the delivery system, ensure the flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU/training deficiencies were identified. During the manufacturing process, the delivery system components undergo multiple 100% inspections. During final inspection, the entire device undergoes 100% distal to proximal visual inspection. Additionally, functional and tensile product verification (pv) testing is performed on a sampling basis. The lot passed pv testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were not able to be confirmed. Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. A review of lot history, manufacturing mitigations, and the DHR did not provide any indication that a manufacturing non-conformance contributed to the event. Valve alignment difficulty is likely to occur if the system is under any tension during valve alignment. Tension present in the system during valve alignment may result in higher forces necessary to align the valve, contributing to the reported complaint events. Tension in the system may be induced by a tortuous anatomy. As stated in the complaint description, difficulties were encountered as they were attempting to advance delivery system through the sheath due to calcified and tortuous anatomy. After unsuccessful valve deployment attempt, difficulties were noted during retrieval of the delivery system. Retrieval of the system involving a partially expanded thv through tortuous anatomy may result in retrieval difficulties. Additionally, it is possible that the delivery system balloon may have been subjected to excessive force/manipulation during retrieval through tortuous anatomy involving a partially expanded valve. Interaction between the thv struts and the delivery system under these conditions may result in balloon damage (e.g. Tear, separation). As reported, ¿during the attempts to remove the delivery system, the balloon tore, and the balloon material was stuck in the struts of the valve¿. Potential root causes for separation of the inflation balloon from the crimp balloon bond (¿balloon ¿ torn¿), which include delivery system retrieval difficulty, have been identified and documented in a product assessment risk document. As such, available information suggests that patient/procedural (tortuosity, retrieval difficulty involving excessive force/manipulation with partially expanded thv) factors may have contributed to the complaint events. Additionally, in this case, a femoral artery injury occurred and was possibly due to procedural factors (device manipulation) and/or severe calcification of the access vessel that may have contributed to the complaint event. As no manufacturing non-conformance or labeling/training/IFU deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, a shockwave was used to assist with the placement of a 16fr esheath due to the tortuous and calcified access vessels. Although difficulties were encountered, the 29mm sapien 3 valve and commander delivery system were able to be advanced through the sheath. Due to difficulties encountered during valve alignment, the fine alignment wheel had to be reset 5 times. The valve was not able to be aligned 100%. The distal marker was 5mm outside of the valve frame. The decision was made to proceed. The annulus was crossed, and the flex catheter was pulled back. Once in position, the balloon inflation was started. During the inflation, the nose cone pushed the valve aortic and the balloon slipped ventricular. The inflow end of the valve was flared, and the outflow end was still crimped. The entire system was pulled into the descending aorta and an attempt was made to pull the balloon into the valve. During the attempts to remove the delivery system, the balloon tore, and the balloon material was stuck in the struts of the valve. Several unsuccessful attempts were made to snare the valve to pull it free from the balloon material. The system was pulled into the infra renal. A cutdown in the right femoral artery was performed. The delivery system catheter was cut at the arteriotomy. The valve and remainder of the delivery system were pushed in the artery. The access site was closed. The plan was to bring the patient back for a fem-fem bypass. At the time of the report, the patient was doing okay and in stable condition. The access vessels were of sufficient caliber to accommodate a 16fr esheath. Vessel calcification and tortuosity was reported.